Event description:
It was reported that the preloaded intraocular lens (iol) had a tear. Issue was observed when the package was opened. There was no patient contact with the product. The lens was discarded. No other information was provided.

Manufacturer narrative:
There was no patient contact with the product. Date of event: unknown, information was asked but it was not provided. If implanted, give date: not applicable, as there was no patient contact with the product. If explanted, give date: not applicable, as there was no patient contact with the product. The device is not returning for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.